Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant event may be caused by a reaction to the implanted device which is preventing the raised lesion from healing properly. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.

Event description:
A bilateral 4th digit arthrodesis was performed in (B)(6) of 2010. Surgeon did not see patient again until she returned to his office in (B)(6) of 2010 for a cauterization of the right 4th digit, from what appeared to be a rejection of the implant resulting in a raised lesion. ( per dr. Office, patient was not compliant with post -op visits). On (B)(6) 2011, physician was informed by patient that she had a second surgery which resulted in the right 4th digit amputation.